Event description:
It was reported that a single day infusor had particulate matter inside the balloon. This was identified during filling. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 02, 2014 ¿ september 04, 2014. The device was received for evaluation. Visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.